Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the manual was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There were no allegations of harm or injury.